Event description:
It was reported that a hair-like substance was caught in the upper plate of the cassette. No patient injury was reported.

Manufacturer narrative:
Samples and pictures were received for investigation. The samples and pictures were visually inspected. Samples were received with remains of medications and marks of use. No loose or embedded particles were detected. The reported failure could not be confirmed. The root cause cannot be established as no fault was found. No actions were taken. No problems or issues were identified during the device history review (DHR).

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07877 is no longer considered reportable, please disregard any MDR reports associated with it.